Event description:
It was reported that a spectrum infusion pump constantly alarmed "close door." There was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the door not fully latched alarms, and found that the force required to secure the door is above expected levels. The door hooks and latch pins were replaced to correct this condition.